Event description:
As reported by hosp, during an angioplasty/stent procedure, the point of connection between the manifold and a 12" pressure monitoring line leaked. They reported being unable to maintain an air-free system. There was no pt injury. The sample will be returned for eval.